Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician stretched the device by obturator, the internal bolster anchor pocket was torn. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; internal bolster was torn.

Manufacturer narrative:
Although the exact patient age is unknown, is was reported to be over 18 years old. A visual examination of the device was performed and revealed the medicine port and feeding port were in the open position and the c-clamp was open. The external bolster was located at approximately the 15 cm mark and was without issue. The condition of the returned unit was consistent with the complaint incident that the internal bolster was torn. During the physical evaluation the internal bolster was found to have been torn and partially detached from the tubing. The surface of bolster tear presents evidence of failure while undergoing tensile force. Remnants of the internal bolster were found on the tubing. Bolster appears to have been molded properly with no voids, bubbles or thin areas noted. Therefore, the most probable root cause is "operational context." A device history record (DHR) review of lots 15002356 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot 15002356.